Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the cartridge tubing. Customer performed a supply change to address the issue customer¿s blood glucose displayed "high" on the continuous glucose monitor. Elevated bg was addressed with a bolus via the pump.